Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, jammed and heavy moving. It was further observed that the motor was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the power drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor seized, jammed and heavy moving. It was further observed that the motor was blocked. It was not reported if there was a delay to a surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.